Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot# v299378, implanted: (B)(6) 2009, product type: lead. Device used for off label indication. The indication the device was used for was ezw. (B)(4).

Event description:
The healthcare provider (hcp) via the representative reported the physician had planned a replacement of the ins and had to implant new lead to left side. The left lead was only partially explanted due to lead insulation that was broken. The lead had pulled apart. The physician was unable to remove electrodes and they remain in the patient. Additional information received 4 days later via the representative reported the cause of the left lead damage was unclear. There was a lot of scar tissue around the lead and the physician identified the lead damage once he could see it after removing it from the scar tissue. The lead was further damaged during his effort to explant it. Due to it breaking further while he was attempting to remove the tines, those remained in the patient. It was noted the physician had difficulty while revising the left lead. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.